Event description:
The echelon flex linear 65 stapler failed to fire staples. This occurred during the attempt to amputate the appendix from the base of the cecum. Staples were placed appropriately along the cecum, but at the lateral most aspect of the base of the appendix the blade did not cut the tissue. A new stapler was opened and worked appropriately.